Event description:
It was reported that the patient was experiencing inadequate stimulation on the right side of the back. The physician repositioned the left lead to the right side of midline. Nothing was explanted or added. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: (B)(6).